Event description:
It was reported that the time settings in the pump changed from pm to am and back to pm without user intervention. The reporter said that this issue occurred on only two occasions ((B)(6) 2012); the issue caused the bolus history to appear to be out of order. The reporter noted that the patient's blood glucose (bg) has been mostly elevated over the past month and attributes the bg excursions to a viral illness with antibiotic treatment. No signs or symptoms of hyperglycemia were reported; no medical intervention for hyperglycemia was required. The reporter stated that on (B)(6) 2012 the patient experienced bg 57mg/dl with some shakiness when she awoke at 6:30am. It was reported that the patient drank juice and the bg resolved to 108mg/dl by 7:30am. The reporter claimed that the pump delivered an incorrect basal rate because of the alleged time issue. She reviewed the pump with customer support and confirmed that all programmed settings and histories are correct except for the time issue mentioned above. Customer support instructed the reporter to remove the battery for one minute and re-insert to test the internal clock; the reporter confirmed that the time and date remained correct during this test. This complaint is being reported due to the following conclusion: there is an allegation that the pump¿s clock did not maintain accurate time because of an am/pm defect. The patient did not experience a serious injury but there is the possibility of such an event if the allegation of a time inaccuracy were true.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): a review of the black box history was unable to verify that the pump's time and date defaulted after the power was reset. The pump was exercised for 24 hours; the battery was removed and reinserted, the pump's time and date did not reset to factory settings after 24 hours of no power to the pump. The pump was opened and the internal battery was found to be holding charge and was found not to be leaking.